Manufacturer narrative:
Per tandem's t:slim x2 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered too much insulin prior to going to sleep, and experienced a blood glucose (bg) level of 40 mg/dl. As the customer was unable to physically sit and eat, the contact assisted the customer in providing food and juice in bed. At the time of the reported event, bg level was within target range.